Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The patient reported that the infusion set tubing hub was squirting insulin. The infusion set was in use for 7 hours. Patient resolved the issue by securely disconnected and connecting t-lock and resumed insulin. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6012557 in question was manufactured at the reynosa site. DHR review: the lot 6012557 was manufactured according to the work instruction (wi) version 122.0 in the line li110, on 31/mar/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5c03790 was manufactured according to the form version 2.0 and manufactured in the machine itl03, on 26-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post-market surveillance activities.

Event description:
To date no additional patient or event details have been received.